Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient stated they had to charge their implant more frequently. Patient noted that they used to charge their implant every week to 10 days whereas probably in the last month, they had to charge their implant every 2 days. Pt stated that they didn't even know if the implant was working like it should work or if the power was going down on it, and that it was probably time to have it checked.  Patient stated that the representative was going to check the settings and power. Patient confirmed that the implant was still working, but it was just chugging along. The patient was redirected to their healthcare provider to further address the issue.  Pt mentioned they had a rechargeable implant for occipital use. Pt mentioned they were disabled and had chronic migraines. Walked pt through using the controller to get to 'about' section to pull up the serial number for the current implant.